Event description:
Complainant alleged that the ICU staff administered one 360 joule shock to a pt (age, gender and condition unk) they noticed a burning odor from the device. The device then lost power.